Event description:
At end of surgery, drapes were removed and pt was noted to have three full-thickness one-inch endoscopic thermal burns along vein harvest path on left inner thigh. Leg wrapped with ace wrap. Burns added to lda avalar for further tracking / assessment / treatment as needed. Implicated device name = saphena medical venapax xl, ref: vpx4000, lot # 43ld9645, exp: 02/12/2027.